Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned device revealed the presence of residue, indicating use/handling. The plug/cap was intact and fully attached to the button flange. The button body had been cut approximately 10mm starting at the top surface and down the feeding tube length. It was noted that the condition of the returned unit was not consistent with the complaint incident that the plug/cap was torn. However, the button body had been cut at the top surface to the feeding tube length, which would be inside the patient. Based on all gathered information, the most probable root cause is "operational context." A review of the device history record (DHR) confirmed that the device was within specification. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the cap of the button was torn several days after the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed on (B)(6) 2016 that the button body had been cut at the top surface to the feeding tube length.